Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified error on their app occurred. On (B)(6)/2023, the patient experienced hypoglycemia and the parent was unaware because she could not get the follow app notification for low alert, and it was already late. There were no symptoms reported. The parents called an ambulance. The patient was taken to the hospital and was treated with IV glucose and IV fluids (no documentation about who treated the patient). The patient was discharged the same day. At the time of the report the patient was fine. Data was provided for investigation. A review of performance data shows that the patient's always sound feature was enabled at the time of the incident and his low alert was set to 4.5 mmol/l with the audio set to vibrate only. The urgent low soon alert was also set to vibrate only. At 11:05 am on (B)(6)2023, the patient received a visual urgent low soon alert with an egv (estimated glucose value) of 5.2 mmol/l. At 11:10 am, the patient received a second visual urgent low soon alert with an egv of 4.9 mmol/l. At 11:15 am, the patient's egvs dropped below the user low alert threshold, and he received a third visual urgent low soon alert with an egv of 4.3 mmol/l. At 11:20 am, the patient received another visual urgent low soon alert with an egv of 3.7 mmol/l. At 11:25 am, the patient received another visual urgent low soon alert with an egv of 3.3 mmol/l. At 11:30 am, the patient received a final visual urgent low soon alert with an egv of 3.5 mmol/l. This alert was acknowledged immediately. The root cause of the alleged issue was determined to be use error as the patient's alerts were set to vibrate only. The device performed as intended and functioned within specifications and patient settings. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.